Manufacturer narrative:
Pump passed sleep current measurement and active current measurements. The sleep current measurement measures the pump power usage while the pump is in sleep mode/standby mode (the pump is allowed to enter sleep mode while powered with a battery simulator. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alert noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 on 13:58:00:000 and pump error 25 alarm on (B)(6) 2025 04:00; 00:000 due to moisture damage at electronics assembly. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: fading serial number label. Unit was confirmed for pump error 25 alarm, low battery alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running). The customer reported a blood glucose value of 15.4 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.